Event description:
There was an allegation of questionable elecsys ferritin results from the cobas e411 rack analyzer. The initial result was less than the measuring range of the assay. The repeat result was 245 ng/l.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The investigation is ongoing.